Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels on (B)(6) 2025 and (B)(6) 2025 of 50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.